Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported there was signal loss of telemetry transmitters, monitored on the telemetry monitoring system (wep). This is a closed telemetry system and only services the cardiac gym area. They stated that a while ago when covid-19 first started, they decided to shut down their cardiac wing. Recently the staff decided to reopen the department wing, but they then experienced intermittent signal issues followed by noise (artifact). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and determined there were multiple transmitters showing lo signal loss on this device. Nk ts walked the customer through field strength testing. The device showed an x and y graph instead of numeric values. Nk ts requested assistance from a senior technician. No notes from the senior technician were provided upon follow-up. The root cause is undetermined due to the missing notes. The most likely cause is the age of the device as it is a discontinued model that was not used for over a year during the coronavirus shutdown. The customer was advised to upgrade the unit.

Event description:
The biomedical engineer (bme) reported that there was signal loss of telemetry transmitters being monitored on the telemetry monitoring system. This is a closed telemetry system and only services the cardiac gym area. There is no signal loss anywhere else. They stated that a while ago when covid-19 first started, they decided to shut down their cardiac wing. Recently the staff decided to reopen department wing but now have intermittent signal issues that started out slowly but have since then gotten worse. Signal loss would be followed by noise-artifact. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was signal loss of telemetry transmitters being monitored on the telemetry monitoring system. This is a closed telemetry system and only services the cardiac gym area. There is no signal loss anywhere else. They stated that a while ago when covid-19 first started, they decided to shut down their cardiac wing. Recently the staff decided to reopen department wing but now have intermittent signal issues that started out slowly but have since then gotten worse. Signal loss would be followed by noise-artifact. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the telemetry monitoring system (wep) telemetry transmitters model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4). Model: zs-910pa. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that there was signal loss of telemetry transmitters being monitored on the telemetry monitoring system. This is a closed telemetry system and only services the cardiac gym area. There is no signal loss anywhere else. They stated that a while ago when covid-19 first started, they decided to shut down their cardiac wing. Recently the staff decided to reopen department wing but now have intermittent signal issues that started out slowly but have since then gotten worse. Signal loss would be followed by noise-artifact. No patient harm reported.